Manufacturer narrative:
This report is submitted on september 29, 2020.

Event description:
Per the clinic, it was reported that the patient developed pain and redness at the implant site. Topical antibiotics were prescribed and it was reported that the symptoms resolved following treatment.